Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a break occurred. The 20 x 2.50 promus elite drug eluting stent was selected for use. However, during insertion the device was noted to be broken/fractured and the stent was not implanted. There were no patient complications reported. No additional information has been provided.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The promus elite ous mr 20 x 2.50mm, stent delivery system (sds) was returned for analysis. Visual/tactile inspection revealed no issues with outer and inner lumen, and mid-shaft section, multiple kinks in the hypotube, and a break 44.3 cm distal to the distal end of the strain relief. Microscopic inspection revealed no issues with the stent, balloon, or tip.

Event description:
It was reported that a break occurred. The 20 x 2.50 promus elite drug eluting stent was selected for use. However, during insertion the device was noted to be broken/fractured and the stent was not implanted. There were no patient complications reported. No additional information has been provided.